Event description:
The hcp reported that the patient recently fell out of wheelchair and has since experienced lack of efficacy despite dose increases. A roller study was performed in 2007 and the roller did not move. No stalls have been noted in the logs and no audible alarming was reported. A follow-up report will be sent if additional information becomes available to us.